Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Device evaluation summary: an empty opened foil, a labeled winding former and a dispensed needle/suture were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were noted on the barbs, but the fixation tab was broken of the two sides and slight marks were noted appears to be use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, when passing through the tissue, the fixation tab was broken from the device. There were no adverse consequences to the patient. Upon evaluation, the fixation tab was broken of the two sides. No additional information was provided.